Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter, and balanced middle weight (bmw) guide wire (gw) were used in the left anterior descending (lad) artery. The dragonfly device was prepared and advanced onto a bmw guide wire which was at the target lesion. After the first pullback, the dragonfly was being removed from the guide wire when the devices became stuck together. Both devices were removed as a single unit. No part of any device remained in the anatomy. A non-abbott guide wire was used with a new dragonfly opstar imaging catheter to successfully complete imaging. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
D4: catalog # was corrected from unknown bmw guide wire to 1001780; d9 - returning device status updated from ni to not returning. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficult to remove appears to be related to circumstances of the procedure. It is likely that during use, the guide wire coils became compromised resulting in an increased outer diameter and a reduced clearance between the guide wire and inner lumen of the dragonfly catheter. As a result, the devices became stuck together resulting in difficulty removing and the need to remove both devices as a single unit. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly 5 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter, and balanced middle weight (bmw) guide wire (gw) were used in an unknown lesion. The dragonfly device was prepared and advanced onto a bmw guide wire which was at the target lesion. After the first pullback, the dragonfly was being removed from the guide wire when the devices became stuck together. Both devices were removed as a single unit. No part of any device remained in the anatomy. A non-abbott guide wire was used as a replacement device; however, it is unknown if a replacement imaging catheter was used. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.